Event description:
Customer reported via phone, the reservoir got stuck and in one occasion he had air bubbles appearing. When customer attempts to purge the air bubbles he unable to. Customer's blood glucose was 400 mg/dl. Some of the air bubbles on the reservoir are big others are small. The device wasn't rewound with the reservoir in place. Customer did not sore the insulin in room temperature. Troubleshooting for high blood glucose was not performed. Customer is not returning the device for further analysis. An attempt call was made to the customer in order to perform troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.